Event description:
During ivtm therapy, the customer noticed the thermogard ivtm system generated an "air trap warning" alarm and observed blood-tinge in the quattro catheter (lot #unknown) tubing. Catheter dwell time was 2 days. The patient's body temperature at the start of ivtm therapy was measured at 35.6°c. The patient target temperature was set to 36.5°c and the patient's body temperature was measured at 34.0°c when the issue was noted. The icy catheter insertion was smooth into the patient right femoral vein. Per reporter, the "air trap warning" alarm was cleared and the thermogard console is functioning properly. No consequences or impact to the patient.

Manufacturer narrative:
The quatrro catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.